Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
The customer advised they experienced several reports of increased potassium levels. The customer requested troubleshooting assistance from gbo to address any preanalytic concerns with the tubes.